Event description:
Event description boston scientific received information that during a device replacement procedure for normal battery depletion, the chronic atrial and ventricular unipolar leads were noted as compromised and they were both surgically abandoned. The atrial lead was fractured and the ventricular lead had noticeable cloudiness in the insulation. A new pacemaker and leads system was successfully implanted. To date, there have been no reported patient symptoms associated with this clinical observation.